Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.